Event description:
It was reported to ge that the pt fell off the table during a scan. He banged his knee, but was able to walk on it after the event; no treatment was reported. No failure of the table or system was found. The tech was monitoring two scans at the same time and when she checked on the pt, she found him laying on the floor. Apparently, the pt tried to get off the table himself.